Event description:
It was reported that needle shaft frost occurred. An icepearl 2.1 cx 90 degree needle was used during a cryoablation procedure. Frost was noticed on the needle shaft, at the level of the patient skin. The procedure was halted and the needle removed. A new needle was placed and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Device evaluated by manufacturer: the device (lot u0533) was analyzed and the complaint was confirmed for 'frost on shaft'. During functional testing the shaft temperature was -66 degrees celsius, which points to insufficient thermal insulation of the needle. The ice ball size was within the specification. The needle was disassembled to determine the cause. There were no traces of soldering flux residuals and corrosive signs seen on the internal surfaces. No gas leaks were detected. There was no relationship found between the needles assembly processes and the vacuum loss phenomena.

Event description:
It was reported that needle shaft frost occurred. An icepearl 2.1 cx 90 degree needle was used during a cryoablation procedure. Frost was noticed on the needle shaft, at the level of the patient skin. The procedure was halted and the needle removed. A new needle was placed and the procedure was completed. There was no patient harm.